Manufacturer narrative:
(B)(4). The customer returned two separated extension lines (distal and proximal) for evaluation. The proximal extension line was returned with tape around the bottom of the luer hub. Both extension lines had the slide clamps pinched and both showed evidence of use. Visual examination of the extension lines with the naked eye did not reveal any defects or anomalies. Functional testing identified a cut in the proximal extension line body adjacent to the luer hub. Microscopic examination revealed the cut was small and smooth in appearance. The location of the cut was consistent with the leak observed in functional testing. The appearance of the cut was consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc). Residual adhesive material was observed on the proximal extension line body. The proximal extension line met all relevant dimensional requirements. The distal extension line was cut 101 mm from the hub. With the end of the extension line occluded, water was injected into the proximal extension line luer hub using a lab inventory 10ml syringe. Drops of water were observed to be leaking from the junction of the luer hub and the extension line body. A manual tug test confirmed the luer hubs were secure on the extension lines. A device history record review was performed on both extension lines and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit cautions not to use scissors to remove dressing in order to reduce the risk of cutting the catheter. It also warns that alcohol and acetone can weaken the structure of polyurethane material. Therefore, care should be taken when instilling drugs containing alcohol or when using high concentration of alcohol or acetone when performing routine catheter care and maintenance. The IFU also instructs the user to prepare the catheter for insertion by flushing each lumen prior to use. If the leak was a manufacturing issue, it would have been detected at this point. The customer report of the proximal extension line leaking in use was confirmed through visual/functional inspection of the returned sample. Functional leak testing of the extension line revealed a small cut in the extension line body adjacent to the hub. The edges of the cut were smooth and the appearance was consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc). Based on the condition of the returned sample and the report that the damage was observed 4 hours into use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges the nursing staff found the extension line of proximal end was leaking during regular rounds. The catheter was in use for approx. Four hours. The customer taped the leaking site.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the nursing staff found the extension line of proximal end was leaking during regular rounds. The catheter was in use for approx. Four hours. The customer taped the leaking site.